Manufacturer narrative:
(B)(6). The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an niaic user report which reported the following information: an hcp reported that blood glucose readings obtained on the adc device were "incorrect". Patient was treated for "low blood glucose levels and then blood glucose levels elevated". No symptoms were reported but customer was subsequently treated with insulin (dose/type unknown). No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
Abbott diabetes care received an niaic user report which reported the following information: an hcp reported that blood glucose readings obtained on the adc device were "incorrect". Patient was treated for "low blood glucose levels and then blood glucose levels elevated". No symptoms were reported but customer was subsequently treated with insulin (dose/type unknown). No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and precision pro meter. No trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.